Manufacturer narrative:
The fse confirmed the hgb daily check failures and replaced the hgb chamber assembly pn 629029, due to a cloudy appearance, resolving the hgb daily check failures; the instrument was verified by running repeatability, carryover and controls, and daily checks which all passed verification. Weight was not provided for patient.

Event description:
The customer reported hemoglobin (hgb) carryover failure on a unicel dxh 600 coulter cellular analysis system; hgb daily check failures was also noted on the control print outs. Additionally, the customer indicated that erroneous results were obtained on a single sample run through the analyzer, compared to results obtained by repeat rerun on the same instrument, which were reported as correct. Samples were collected in 4.5ml edta containers; the customer did not question sample integrity for this event. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.